Event description:
It was reported that during the implant attempt that the conduction of the lead was not acceptable. Three attempts were made to utilize the lead without success. The lead was not implanted and another new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism and distal conductor. The full lead was returned for analysis.